Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and the bg level was address with a bolus via the pump. The customer thought the pump was not delivering insulin. There were no alerts or alarms in the pump history. The pump supplies were changed out multiple times and the high bg was not resolved. A pump system check was performed using the current pump supplies and no device issue was identified. The customer declined to remove the infusion set site as it was thought to be functioning properly. The customer acknowledged the results of the system check. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider.